Event description:
Since vns implant, the patient has experienced an increase in seizure activity above pre-vns baseline frequency. It was reported that the patient experience 1 seizure per week before vns implant and now has up to 3 seizures per week. Treating neurologist reportedly believed that the programmed output current may have been too high and subsequently reduced it, after which the patient experienced shortness of breath. The patient also reports that since the decrease in output current setting, patient has pain in their stomach, described as a feeling as if "someone is kicking patient in the stomach and knocking the wind out of them. Additionally, the patient reports that swiping the device with the magnet does not abort or reduce their seizures and that more magnet activations are showing up on device history than patient claims to have initiated. Treating neurologist has reduced device pulse width setting and referred the patient to their family physician as patient does not believe that the events are related to the vns. Device diagnostic testing was within normal limits, indicating proper device function. Further follow-up with treating neurologist revealed that the patient is doing better, but that neurologist now believes that the reported events might possibly be related to the vns.review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Investigation to date has been unable to determine the cause of the reported increase in seizure activity.